Event description:
New information received noted that the implantable cardiac defibrillator battery drained due to ventricular tachycardia storm.

Event description:
It was reported that the patient's implantable cardiac defibrillator went into backup vvi mode after a ventricular tachycardia storm. Programming changes were made to restore normal parameters. There were no patient consequences.